Manufacturer narrative:
Manufacturer's analysis indicated that the external pulse generator (epg) had damaged patient connectors. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu facturer's analysis. There was no patient involvement.